Event description:
It was reported both leads were unsuccessfully implant attempts, as no capture was noted for both devices. Consequently, these leads were withdrawn and replaced. Two same brand leads were successfully implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Helix, fully extended, measured .075 inches within specification. Primary analysis findings: no anomalies found. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Helix, fully extended, measured .079 inches within specification.